Event description:
The customer reported that during a procedure for a tumor located on the pt's scalp, during hemostasis, a flame appeared and burned the operative field. The pt's head was positioned on a non-covidien drawsheet. Pt was on oxygenation through a mash (91 per minute), and was slightly burned on the right ear. After the incident, the equipment was sent to the site's maintenance supplier for tests, and the results did not show any malfunction. The drawsheets of this brand were removed from the hospital stocks, and the surgeon has switched from oxygenation masks to another source of oxygen in order to lower the oxygen flow.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.